Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the patient was placed on a second ventilator. The patient outcome information was not provided. Covidien was not authorized to service the device. The biomedical engineer was not be able to duplicate the alleged malfunction. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).